Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with an unknown sample type. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0001011297 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0001011297 and device part number 10732998 / lot 101399. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0001011297 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, it could have possibly been related to the specific patient sample.

Event description:
The customer reported a false positive result with the determine hiv-1/2 ag/ab combo performed on (B)(6) 2025 with an unknown sample type. Although requested, no additional information including patient treatment and outcome was provided.